Manufacturer narrative:
No sample was provided for review and there was no further information obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. This probe was packaged on (B)(6), 2018. There were 558 paks associated with this lot. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser probe did not fir into the trocar system. The case was completed using an alternate laser probe. There was no patient impact.